Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source.

Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation.